Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name - (B)(6) medical.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the full-height drawer 7 pockets require maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the full-height drawer 7 pockets require maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure code for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had required maintenance. A field service engineer (fse) replaced the drawer control board on full-height (fh) drawer 7. The final test was then initiated in the hardware test application (hta), and it passed successfully. The system functioned as intended after field service engineer repaired the device.